Event description:
Boston scientific crm received information that the patient with this device experienced weakness while getting out of the bathtub. The emergency medical technicians reported a rate of 30bpm. The histograms noted rates in the 50's. Isometrics were performed and no oversensing was noted. Information was subsequently received that this device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.